Event description:
It was reported by the customer that a bd pyxis¿ es server system was slowed for all the stations while login and the patient data was not current. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was slowed for all the stations while login and the patient data was not current. A technical support specialist dialed into the station and attempted to log in with credentials, which took a longer time than usual. Logs for the station were checked, revealing that the device authentication service took 21050 milliseconds to complete authentication. The technical support specialist checked the last time the server had been rebooted and pinged the domain controller. The customer was informed to monitor the case as the issue might be due to network connection problems. It was noted that there was no issue logging into the station with bio-ID, but slowness occurred when users keyed in their username and password. The customer was requested to test the login again and observe any differences. To address the issue of patient data not being current, a downtime query was run on sql and executed, showing the disconnected flag as 0. The available for processing took some time to process. The technical support specialist restarted several services, including external messaging service, data sync service 1.0, bd maintenance, net services, and external inbound processors service. The error on hsv for patient delay disappeared, and the error for patient and data not being current on the station was resolved. The customer was informed that the case would remain open, and acknowledgment was received. The technical support specialist logged into the station again and confirmed there was no slowness. The system functioned as intended after the technical support specialist rectified the issue.